Event description:
It was reported in a service report that there was oil leaking from the bottom of the stretcher. It was reported that there was no patient involvement and there were no adverse consequences associated with the reported issue.